Manufacturer narrative:
"Product problem" of the initial MDR was left unchecked. This report is being updated as part of a retrospective review of issues related to the reportable confirmed malfunction list. This section has been updated to reflect the correction.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. Meter powered on with button depression and strip insertion. A blank screen was not observed. The complaint is not confirmed.

Event description:
Caller (customer's daughter) reported the customer was unable to test due to her adc blood glucose meter not powering on with button press or test strip insertion even after battery replacement. Caller further reported the customer experienced a loss of consciousness, went to the doctor, and was reportedly hospitalized; however no additional information was reported regarding the medical event and attempts to gather additional information were unsuccessful. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: the date of event is unknown. All pertinent information available to abbott diabetes care has been submitted.